Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that upon visual inspection, the universal oscillating saw attachment was missing a peg. The problem was found prior to use and not used for the procedure. Surgery was completed with another device. There was no delay of the scheduled procedure. There was no report of pt injury or medical/surgical intervention.